Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. Customer also reported a difference between sensor glucose and blood glucose values, a sensor updating alert, and a calibration accepted alert. Customer was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884, mmt-342, mmt-441ag, and mmt-7040ma. Troubleshooting was performed for sensor glucose and blood glucose value differences, high blood glucose events, and sensor alerts. Insulin delivery was not suspended. Customer reported a blood glucose value of 194 mg/dl. Customer reported a sensor glucose value of 94 mg/dl. Customer noticed that the difference between sensor glucose and blood glucose was more than 30%. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-342. No product return is required for mmt-441ag. No product return is required for mmt-7040ma.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.